Event description:
It was reported that the patient received an inappropriate shock and it was noted the right ventricular (rv) lead exhibited a suspected lead fracture, along with high thresholds, high pacing impedance and oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular lead, oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, the unexpected delivery of a ventricular tachyarrhythmia therapy and the criteria for the rv lead integrity alert were met. It was noted there were 27 non-sustained ventricular tachycardia (nsvt) episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016 and 4663 ventricular sics in the last 13.9 days. In addition, the rv pace impedance was steady at approximately 439 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016; the rv capture threshold was steady at approximately 1.24 volts through (B)(6) 2016, then rose to 2.5v by (B)(6) 2016. There was one inappropriate shock delivered on (B)(6) 2016 due to non-physiologic oversensing and the lead failure predictor triggered on (B)(6) 2016 for l ead impedance and ventricular sics.

Event description:
It was reported that the patient received an inappropriate shock and it was noted the right ventricular (rv) lead exhibited a suspected lead fracture, along with high thresholds, high pacing impedance and oversensing of noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.